Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer also reported that the scroll bar was not moving with no input. Customer states that numbers are not ramping on their own. Customer states that there was response from a button. Customer states pressing menu button takes them to the menu screen. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.